Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture occurred. Vascular access was obtained via the radial artery. The severely calcified lesion was located in an unknown vessel. An unknown stent was implanted to treat the target lesion. The 8mm x 2.5mm quantum maverick monorail balloon catheter was selected to post dilate the previously implanted stent. The balloon catheter was advanced and during the first inflation a balloon rupture occurred at 20 atms. The balloon catheter was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned to bsc for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)